Event description:
A 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed at bifurcation of first obtuse marginal branch segment and proximal circumflex artery segment of a pt with no issue reported. However, it was reported that two days post implant the pt presented with chest pain. Angiogram showed a dissection on the distal edge of the relevant stent. Ptca was performed with deployment of a new stent. Investigator reported that the event is unrelated to the relevant study device procedure . No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (dissection, tvr).